Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Analysis of the log files confirmed that there was malfunction of the system. A philips remote service engineer (rse) inspected the system remotely and as part of a troubleshooting action found that the device was turned on, but the console screen does not start up and just shows "starting up." The device was unable to output the data in examination room. A philips field service engineer (fse) inspected the system on-site and during troubleshooting fse found that the operating system(os) disk of the suite pc that controlled the device was not working properly. Issued got resolved by reinstalling the os in the suite pc. After reinstalling the os in the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.